Event description:
During surgery they try to use part number 542-11-42b, lot: 38900101, sn : (B)(4). But when they open the box the product actually was part number 623-10-28f, lot: 39222901.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding product mix involving trident psl with purefix ha packaging and a trident 10° x3 insert device was reported. The event was not confirmed. The reported device and packaging was received. The outer box listed a trident shell (catalog: 542-11-42b, lot ID: 38900101). The outer box contained unopened inner blister packs for a trident insert (part number: 623-10-28f, lot:39222901). Indentations were identified on the outer box. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There has been one other event for the lot referenced. Pr 236707 reported a potential product mix, also from mexico. Pr 236707 includes the same lot number and part number referenced in this investigation except that the outer box listed a trident insert (part number: 623-10-28f, lot:39222901) and the device was a trident shell (catalog: 542-11-42b, lot ID: 38900101.) This investigation is being closed to pi 232779, which concluded that the reported parts were not involved in a manufacturing related product mix. It was determined that both the parts were not in the same area of the plant at any time during production or sterilization, further to this the parts were packaged two weeks apart thus providing assurance that this is not a manufacturing related issue.

Event description:
During surgery they try to use part number 542-11-42b, lot: 38900101, sn : (B)(4), but when they open the box the product actually was part number 623-10-28f, lot: 39222901.